Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(6) received a report that the sorin heater-cooler system 3t displayed an error code on the patient side during priming. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported error code. Troubleshooting identified that the stirrer motor in the patient tank would intermittently not circulate, resulting in the reported fault. The technician replaced the patient bridge to resolve the issue. A functional verification was performed without issue and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The replaced bridge has been requested by sorin group (B)(4) for further investigation. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error code on the patient side during priming. There was no patient involvement.

Manufacturer narrative:
The initial report, filed august 29, 2016, the manufacture date was erroneously indicated as march 27, 2003. The correct date of manufacture is march 27, 2013.